Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "pregnancy with a retro-areolar 0.5 cm nodulation in qse. Breast prosthesis". The event of nodulation is not considered device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "extensive intracapsular rupture" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted and replaced.